Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a liberte bms catheter. The balloon was loosely folded. The stent was not returned with the device. The outer shaft, inner shaft, balloon and tip were microscopically examined. The stent was not returned for analysis. There is tip damage. There are numerous hypotube kinks. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.00mm x 20mm liberte stent was advanced for treatment. However, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detached/separated. It was further reported that the stent dislodged outside the patient's body while checking the stent status. The technician in charge threw away the stent as it was separated.